Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 410 mg/dl. The customer's blood glucose was 77 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed troubleshooting. The customer stated that they found that the cannula was bent. The customer stated that they believe that the insulin pump had a delivery anomaly. Troubleshooting was done. The customer stated that the insulin pump was dropped. The customer performed self test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with a 1.5u/h basal rate and monitored for three days, several boluses were also delivered. The insulin pump delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No delivery anomaly noted. The insulin pump passed the displacement accuracy test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.